Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: upper case and lower case were broken. It was also noted that the high rate cover, battery drawer, side bail covers and ring cover were broken, the bails were bent, the ring was missing, the interconnect flex was out of specification and the battery flex was corroded.

Event description:
It was reported the epg (external pulse generator) has a broken case. The epg was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.